Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 476 mg/dl and 122 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Pt had scheduled cesarean section on (B) (6) 2010. Pt returned to operating room on (B) (6) 2010, with small bowel protruding through her original skin incision. The fascia layer was visualized and found to be separated across the original lateral incision. A 2.0 pds suture was found on either end of the fascial layer, holding the last 3 cm on either corner together. Several knots were intact with a long tail of suture bilaterally. A section of the knotted suture from the center of the incision was retrieved and placed in biohazard bag. The muscle/peritoneum layer was separated vertically and the original 3.0 monocryl suture was also broken. Uterus was examined and found intact. Different suture types were used to reclose all layers. Staples were used to close the skin. Dates of use: #1 and #2 - (B) (6) 2010 through (B) (6) 2010. Diagnosis or reason for use: #1 and #2 - suture used for closure of surgical incision. Event abated after use stopped or dose reduced: #1 and #2: yes. Event reappeared after reintroduction: #1 and #2: no.